Manufacturer narrative:
Continuation of d10: product ID neu_enterra_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_enterra_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_enterra_ins, serial/lot #:unknown, ubd: unknown, UDI#: unknown; product ID: neu_enterra_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Sarosiek, I., bashashati, m., gonzalez, z., bright, t., espino, k., forster, j., et al (2025). The long-term outcomes of combining p yloroplasty with gastric electrical stimulation in drug-refractory gastroparesis: a prospective single-arm trial. Journal of investigative medicine. N/a vol. Doi: 10.1177/10815589251366904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the long-term outcomes of combining pyloroplasty with gastric electrical stimulation in drug-refractory gastroparesis: a prospective single-arm trial. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: [gastric electrical stimulation with enterra. Six deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were due to the comorbid conditions of coexisting dm and complications of the cardiovascular disease and esrd. Among [all / all medtronic device name] patients adverse events / device product performance issues included:  1.      Two patient experienced pocket infection which were successfully treated with antibiotics. 2.      One patient has reposition surgery of the implantable gastric device in the pocket due to abdominal pain. 3.      Four patient underwent replacements of the implantable gastric device as the battery was depleted. 4.      Three patients had reposition surgeries over the course of 7 years for dislodgement of electrodes. No further information was provided pertaining to medtronic products.